Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter. Visual and tactile inspection was performed. There was blood in the inflation lumen and balloon. The balloon and shaft were examined under magnification. There was a balloon pinhole over the markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained from the same side of the moderately tortuous and severely calcified lesion with anterograde approach. The coyote 1.5mm x 20mm x 142cm balloon catheter was used to dilate the lesion; however, the balloon ruptured at 6 atms on the 1st inflation. The procedure was successfully completed with a different device. There were no patient complications and the patient's condition is good.

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained from the same side of the moderately tortuous and severely calcified lesion with anterograde approach. The coyote 1.5mm x 20mm x 142cm balloon catheter was used to dilate the lesion; however, the balloon ruptured at 6 atms on the 1st inflation. The procedure was successfully completed with a different device. There were no patient complications and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).